Event description:
The jp drain was discontinued by nursing pod #5 after spine surgery. No issue was noted at the time. It was removed easily with no pulling noted. When the patient had her one year follow up appointment the surgeon noted the retained drain piece on x-ray. The surgeon believes the round tubing separated from the flat fenestrated part of the drain. Upon the surgeon recommendation the patient elected not to have the fragment removed. Per the surgeon the fragment is in a safe location and not posing any threat?.